Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the event was unknown. The same day as event onset, the patient was hospitalized and began treatment with vancomycin (1.5 grams, two doses), ciprofloxacin (500mg, twice a day for five days) and gentamicin. Seven days after hospital admission, the patient was discharged. At the time of this report, the patient was not recovered from the event. Action with pd therapy was not reported. No additional information is available.